Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered fluid inside their cassette door from their peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in the cassette alarm during drain 2 of 2. The treatment was cancelled. The patient noted when they removed the cassette after the treatment they noticed fluid leaking inside the cassette door. The cause of the leak was unknown. During follow up the patient¿s pd nurse reported that there was no patient injury or medical intervention resulting from the leak. The patient used manual supplies to continue with peritoneal dialysis therapy until they received a replacement cycler. The patient has received their new cycler and is continuing with peritoneal dialysis therapy.